Manufacturer narrative:
The insulin pump failed displacement test with, motor position encoder error alarm confirm in alarm history screen, and motor error alarm noted during rewind due to motor encoder out of phase. Failure analysis was unable to perform displacement test due to motor error alarm. The insulin pump received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm and a battery error alarm. Customer's blood glucose was 98 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they received a motor position encoder error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.